Event description:
Resident was in arjo alenti lift. The resident had just received their bath. Being dried and dressed. Resident leaned forward, lift tipped forward causing resident and lift to fall to the floor. Arm rest in down position. Break was not locked. Resident obtained abrasion to left shin 8cm x 1.3cm, skin tear to left elbow 1cm x 1.3cm and right shin abrasion 2cm x 1cm.